Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, self test, unexpected restart error test and displacement tests. Pump passed the delivery accuracy test. Unit received with cracked case at the display window corners and display window. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.

Event description:
A medtronic representative reported via phone call that the customer was hospitalized due to blood glucose levels over 600 mg/dl, which were treated with manual injections and bolus. Blood glucose level at the time of the call was 486 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump did not show any signs of malfunction during troubleshooting. Per the customer's request, the insulin pump was replaced and returned for analysis.